Manufacturer narrative:
Complaint conclusion: as reported, the outer sheath of a 7 mm x 40 mm precise pro rx ous carotid stent system was separated, and the stent failed to be deployed. There was no reported patient injury. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device was prepared according to the instructions for use (IFU). A non-cordis embolic protection device was used. The target site was the common carotid artery - internal carotid artery. The vessel characteristics at the target site 60% stenosis and bifurcation. Other procedural details were requested but were not provided. The device was later returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked, and a thorough inspection was performed. An unknown guide wire is inserted into the wire lumen. A ¿t¿ connector is attached to the luer hub. The stent is mounted in the manufacturing position. The device presents an outer sheath separation that exposed the braid wire of the rx port. The separation is located approximately 21 cm from the distal tip. One kink was observed located approximately 6 cm from the distal tip. The hemostasis valve was returned tightly closed. No other outstanding details were observed. Dimensional analysis was performed to verify the correct od/ID of the pod. Dimensional analysis results were found within specification. Next, dimensional analysis was performed to verify the correct od of the inner shaft (proximal wire). Dimensional analysis results were found within specification. The functional analysis was then performed to determine if the stent can be deployed as expected. The hemostasis valve was unlocked. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The inner shaft traveled free inside the lumen. However, due to the separated condition of the outer sheath, it was not possible to deploy the stent. The separated area was evaluated with a vision system observing evidence of elongations on both edges. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The kinked area located on the pod was inspected with a vision system observing that the damage is located between the stop that pushes the stent and the proximal edge of the stent. This condition does not allow the stop to apply pushed force to the stent to deploy it. An ¿outer sheath separated¿ was observed along with a kink on the pod housing unit of the stent during analysis of the returned device. In addition, subsequent findings of ¿inner shaft ¿ exposed braidewire/corewire¿ of the inner shaft was observed. The exact causes of these issues cannot be determined. A vision system evaluation of the separated areas revealed elongations on both edges of the outer sheath and exposed braidewire, indicating material tensile overload. The mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Due to the separation of the outer sheath and the kink noted that houses the stent, this pin and pull method is not able to be achieved. The stent is stuck inside the pod and cannot be released. Based on the available information, the device was subjected to forces exceeding its material yield strength prior to the noted separation. In addition, a kink was observed obstructing proper stent deployment. Procedural factors, handling during use, and vessel characteristics may have all been contributing factors. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available nor the product evaluation suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the outer sheath of a 7 mm x 40 mm precise pro rx ous carotid stent system was separated, and the stent failed to be deployed. There was no reported patient injury. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device was prepared according to the instructions for use (IFU). A non-cordis embolic protection device was used. The target site was the common carotid artery - internal carotid artery. The vessel characteristics at the target site 60% stenosis and bifurcation. Other procedural details were requested but were not provided. The device was later returned for evaluation. Addendum: per the product evaluation, the device presents an outer sheath separation that exposed the braid wire of the rx port.